Event description:
It was reported that the customer had a blood glucose level of 400 mg/dl. The customer's blood glucose level at the time of the report was 139 mg/dl. The customer stated that she had blood at her insertion site. The customer was advised to change her unomedical insulin infusion set, insert in subcutaneous tissue, and monitor the issue. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).